Event description:
It was reported that during generator replacement surgery the surgeon nicked the patient's gland in the neck. The patient was admitted to the hospital over the weekend to drain the fluid build up in the neck due to the gland being cut. It was reported that the patient was doing well. No additional relevant information has been received to date.